Event description:
The patient reported that they were on vacation and about eight v-go 30 devices fell off. The specific event dates and lot number were not provided by the patient. It was reported that the devices are not available for return to the manufacturer for evaluation.